Event description:
It was reported that, during an implant procedure, this implantable pacemaker exhibited difficulty inserting the leads into the header. Eventually the leads were inserted, and this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the complaint description for more information regarding the specific circumstances of this event.